Manufacturer narrative:
The device was not returned, so no analysis was performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an electrode and probe placement procedure. The issue occurred during the planning task and caused no delay to the surgery. It was reported that the site was in deep brain stimulation (dbs) planning and the system prompted a "low system memory error". There were 6 exams and 3 plans. The medtronic representative (mr) went through and verified the matrix size and found 2 of the exams to be 560x560. The mr asked radiology to downscale them to 512x512. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through known anomaly determination. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.